Event description:
The reviewed literature article contained a study of 188 external ventricular drains, using standard 35cm medtronic and competitor catheters. The source literature reported that 77 of the drains were associated with imaging evidence of hemorrhage after either placement or removal.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The article stated that most of the hemorrhaging cases were considered insignificant. Gardner pa, engh j, et al. Hemorrhage rates after external ventricular drain placement. Journal of neurosurg 2009; 110:1021-1025.